Event description:
In 2009, the patient's friend reported that the patient experienced low blood glucose today on his backup infusion device beginning at 3:00 pm. The patient began using the backup infusion device this morning and it was confirmed that the basal rates were programmed correctly and were the same as the primary infusion device. The patient tested his blood glucose every half hour to every hour beginning at 3:00pm. His blood glucose measured 44-48 mg/dl and he was given juice which elevated his readings. His blood glucose lowered to 40 mg/dl again and at 3:24pm, the patient ate lunch and delivered a 5 unit bolus. His blood glucose increased to 280 mg/dl and lowered to 48 mg/dl within an hour. There was only one 5 unit bolus listed for the day in bolus history. There were no errors or alarms listed in the alarm history. The time and date were correctly programmed. The patient was advised to disconnect from the infusion device and to contact his physician. The patient's friend stated that the patient had insulin injections to use as an alternative form of insulin delivery. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.